Event description:
It was reported that the device tip detached. This ngmc/transend/021/bern/1ro/155 direxion? Transend?-14 system was selected for use. It was noted that the device detached from the tip at the exit level.

Manufacturer narrative:
G4: k142259, k163701 reported here as premarket / 510(k) number exceeded character limit for designated field. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ngmc/transend/021/bern/1ro/155 direxion? Transend?-14 device was visually examined which revealed a nickel shaft fracture located approximately 1.5cm from the strain relief. The reported event was confirmed.

Manufacturer narrative:
G4: k142259, k163701 reported here as premarket / 510(k) number exceeded character limit for designated field. Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the device tip detached. This ngmc/transend/021/bern/1ro/155 direxion transend-14 system was selected for use. It was noted that the device detached from the tip at the exit level.